Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.16in had difficulty retracting the needle. The following information was provided by the initial reporter, translated from chinese to english: the needle could not be successfully retracted.

Manufacturer narrative:
Investigation results: the complaint that the needle could not be retracted was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed a needle without the insyte autoguard IV catheter. The thumb was shown over the button, but the needle remained fully retracted. As the photo supports the complainant¿s description of the reported event, the complaint was confirmed; however, the root cause could not be determined without the physical sample. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A trend was identified for needle retraction failure complaints and corrective actions were opened to address this issue.

Event description:
No additional information.